Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 324 mg/dl. Pump system check with the customer was performed. Source of occlusion was not identified. Reportedly, customer changed the infusion set cannula and insulin therapy was resumed.